Event description:
It was reported to our sales rep that while observing surgery the involved surgeon reported that he set screw could not be incorporated into the nail. The surgeon tried another locking screw and it worked. There was a delay of 10 min. The surgery was successfully completed.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.